Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error during bolus. Customer blood glucose level was unknown. The customer was able to rewind insulin pump. It was also reported that the self test was passed by insulin pump. The customer will not return insulin pump for analysis.

Manufacturer narrative:
The correct information has been provided with this report.